Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Sections b-5 (describe event or problem), b-6 (relevant test/laboratory data), h-6 (health effect - clinical code) were incorrectly documented in the previous initial MDR report. These sections have been updated.

Event description:
An unknown readings issue was reported with the use of the adc device. The customer was feeling symptoms of dizziness and was in contact with his healthcare provider. A medical assistant was sent to countermeasure, remeasured the blood, and found that the sensor was not measuring correctly. As a result, the customer was provided an insulin injection( dosage unknown) was administered for treatment by the nurse. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An erratic readings issue was reported with the use of the adc device. The customer was feeling symptoms of dizziness and was in contact with his healthcare provider. A medical assistant was sent to countermeasure, remeasured the blood, and found that the sensor was not measuring correctly. As a result, an insulin injection was administered for hyperglycemia treatment. There was no report of death or permanent impairment associated with this event.